Event description:
In december 2005, a nurse reporter contacted lifescan alleging that the lay patient's one touch ultra smart meter was reading inaccurately low. The medical affairs specialist (mas) sent a letter to the patient, as the patient could not be reached at the phone number provided. The reporter stated that the patient's blood glucose level was "very high" requiring that she be admitted to the hospital for several days and treated with an IV. The reporter said the patient's reported meter "only read in the mid 200's" when her blood glucose level was high. The patient was described as throwing up, sick, and having a headache when she tested with the reported meter. No information was provided regarding the patient's diabetes treatment regimen. The customer service agent (csa) noted that the reporter was unable/unwilling to answer if the test strips were expired, had been open longer than the discard date, or were stored incorrectly. The code on the meter matched the test strip code. A control solution test was not performed, as the control solution was expired. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the patient experienced serious injury due to hyperglycemia. Erroneous results on the reported meter may have contributed to the patient taking inappropriate self treatment actions contributing to her experiencing injury requiring medical intervention.